Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port. Reportedly, the issue was caused by debris inside the usb port of the pump. Customer¿s blood glucose level was around 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.